Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was cauterizing when the issue had occurred, the customer was also controlling a monopolar curved scissors but did not simultaneously activate energy. During the event the customer was using a coviden force triad generator with setting 60 to both cut and coagulated. The arcing occurred when the instrument was in contact to tissue but there was no patient injury. The instrument had not collided with another instrument, touch staples/clips, nor was it immersed in liquid or contaminated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument sparked during energy activation. The issue caused the plastic on the tip to melt. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.